Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A batch record review has not been conducted for device because it was manufactured by fms in nice, france. This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also, since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopic surgical procedure, it was observed that the 4580 fms duo+ pump/shaver combo device had issues maintaining pressure at set number that the fluid was constantly running into the chamber. There was no delay of greater than 30 minutes in the surgical procedure as the same device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.